Manufacturer narrative:
The investigation into ischemia has been completed. Product was not returned for review. Based on clinical description, the root cause of limb ischemia was most likely due to patient condition. Vessel conditions: calcification.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 65-year-old male in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient developed ischemia in their impella leg during pump support. It was noted by the staff that the patient's leg was cold to the touch. An external fem-fem bypass was performed coinciding with a fasciotomy to treat the noted condition. The patient was subsequently taken to the or to remove the impella cp and to have an impella 5.5 placed via axillary access for ongoing support.